Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia with peak blood glucose of 352 mg/dl, remaining above 180 mg/dl for approximately three hours, while the device was early in its learning period and no device alerts were reported. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included complaint intake review and user education on device operation during initial learning. Investigation of this case revealed no evidence of device malfunction or infusion site issue, with blood glucose trending down during the call, consistent with expected early learning behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear and most consistent with normal device learning adaptation.